Event description:
It was reported that rv lead was capped due to unspecified malfunction.

Event description:
New information notes the lead was capped due to fracture and inappropriate therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.